Manufacturer narrative:
This report is being made out of an abundance of caution. Service engineer visited site and evaluated device to determine cause of event. He replaced power supply, checked device for proper operation after repair, and the device was returned to use. A cr reader unit is used for reading x-ray images that have been exposed on a cr image plate. The smartcr is also known as an xg-1 or a cr-ir 346. There is no indication the system was being used to read image plates at the time of the event. No patients were reported as being involved in the event and no reports of injury were alleged or provided by the reporter. Fujifilm submitted the correction report on march 22, 2016. This addresses a corrective action that will replace the power supply in all smart cr systems. Notification to users was made.

Event description:
Customer reported smoke coming from unit. Unit was powered down and taken out of service. There was no indication the system was being used to read image plates at the time of the event. No patients were reported as being involved in the event and no reports of injury were alleged or provided by the reporter.